Event description:
It was reported to boston scientific corporation in 2008, that a speedband superview super 7 multiple band ligator device was planned for use during a esophageal varice banding procedure one day prior. According to the complainant, the first three speedbands were released successfully during the procedure. The fourth band could not be released. The procedure was successfully completed with another speedband superview super 7 multiple band ligator. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good."

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unknown. According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.